Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for two patients from two accu-chek inform ii meters. Patient 1 was tested at 11:06 am on meter serial number (B)(4) with a result of 427 mg/dl. The patient was retested at 11:10 am on meter serial number (B)(4), with a result of 256 mg/dl. The customer felt the result of 256 mg/dl was more accurate. Patient 2 was tested at 11:08 am on meter serial number (B)(4) with a result of 440 mg/dl. The patient was retested at 11:16 am on meter serial number (B)(4) with a result of 264 mg/dl. The customer felt the result of 264 mg/dl was more accurate.